Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-02836, reference MFR report: 1627487-2014-02837, reference MFR report: 1627487-2014-02838. It was reported the patient's scs system had not effectively controlled the patient's pain. The patient stated her scs system has not been charged in approximately eight months. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-02836, reference MFR report: 1627487-2014-02837, reference MFR report: 1627487-2014-02838. Additional information received identified the patient had her scs system removed.